Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00487. The pt ((B)(6)) is implanted with a supra-orbital percutaneous lead (off-label). It was reported, the pt is unable to increase the amplitude for any of his therapy programs and is currently w/o stimulation. A diagnostic test revealed impedance issues for several lead contacts. Efforts to rectify this matter via programming have been unsuccessful. X-rays have been ordered for further interrogation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.